Event description:
The customer reported to olympus that there was an air/water flow issue while using the evis exera iii colonovideoscope. The procedure was a colonoscopy (diagnostic), and there was a 10-minute procedural delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the nozzle was found to be clogged with foreign material. The glue on the bending section cover was also cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was observed on the location where the foreign material remained. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the event and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.